Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was trying to find a healthcare provider (hcp) as they hadn't used the ins in a year or year and a half because it wasn't working- the ins helped then stopped helping. The patient fell and broke their wrist and their septum. The patient was using the recharger during the call and saw the antenna locate on the screen. No further complications reported.